Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that while implanting the lead a dural puncture occurred. A blood patch was performed. The patient reported a headache postoperatively and follow up indicated it resolved without further intervention.

Manufacturer narrative:
Date of event is estimated.